Event description:
Pt had a left total hip arthroplasty in 1990 and a revision in 2002, which a cage was placed. Pt had pain for the last year and was admitted for a revision left total hip arthroplasty to remove the cage and place a cup. During the procedure the femoral head was removed and replaced.